Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A kink was observed on the catheter tubing approximately 75.7cm from the iab tip. The one-way valve was returned connected to the extracorporeal tubing. The technician was able to successfully aspirate and flush the inner lumen. The technician then successfully attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab with no difficulty. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
It was reported that immediately following insertion and confirmation of proper placement of the intra-aortic balloon (iab), an attempt was made to aspirate from inner lumen so flushing and zeroing of transducer could be completed. The customer was unable to aspirate blood. After several unsuccessful attempts, a new iab was inserted successfully and functioned as expected. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).